Manufacturer narrative:
A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system on liat (B)(4). The sample initially generated a positive sars-cov-2 result but was negative when repeated. An investigation did not identify any product problem. The sample was near the limit of detection which is expected to cause wavering result with repeat testing. In addition, the affect of non-recommended sample practices cannot be ruled out as a contributing factor in the discrepancy. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported that a sample generated positive results while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system on liat (B)(4). The sample generated negative results when tested on a different liat. A retest was also done with a genexpert. Both runs generated a CT at the limit of detection (lod) for the assay. With samples that have such low titers, it is expected that wavering results will be generated if the sample is tested multiple times. The sample was collected with a swab using virus collection and preservation system kang jian, medical apparatus. The swab is collected at the ward and directly sent to the lab. The swab is stored at room temperature. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. Results from the liat were not released. There was no harm alleged.

Manufacturer narrative:
The customer was using a collection method not consistent with the method sheet. Data was reviewed for the sample in question and the detected sars-cov-2 result for both runs generated a CT at/near the limit of detection (lod) for the assay. With samples that have such low titers, it is expected that wavering results will be generated if the sample is tested multiple times. Discrepancies between results of highly sensitive molecular tests can be observed for respiratory viruses when specimens contain very low concentrations of the analyte (i.e. Viral load). Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. As a result, it is important to recognize that discrepant results between the cobas® liat® system and another highly sensitive molecular test may not indicate the cobas® liat® system result is erroneous. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods. (B)(4).